Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states their esc button is unresponsive. The customer's blood glucose at the time was 157mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response on the esc button due to fully-unlocked connector on lcd board noted. The insulin pump was unable to perform displacement test due to unresponsive keypad. The insulin pump had a cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.